Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and determined that the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator was showing vent inop, motor fault, circuit disconnect, low pip, low ve, xdcr fault alarm continuously with proper tubing and test lung. The customer confirmed that there is no patient involvement associated with the event.